Event description:
It was reported by the customer that a pyxis medstation system cabinet is open, but the display is cleared, which obstructs the rn from identifying the pocket from which to pull the medication. The customer reported that users were unable to remove medications from the station.which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was screen popup issue. A technical support specialist confirmed that the customer issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.